Manufacturer narrative:
(B)(4). Date sent: 9/29/2016. Batch # j5f695. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the trt10 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by an affiliate that during combining, device was broken. There were no reported patient consequences.